Manufacturer narrative:
This report is for one (1) unknown wire cutter. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown wire cutter. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wire cutter broke. No patient involvement was reported. This report is for one (1) unknown wire cutter. This is report 1 of 1 for com-(B)(4).